Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2003 because the patient ¿just wasn¿t getting any good coverage from it.¿ the patient had it in and he had ¿used the usefulness out of it.¿

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0015937v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1998, product type programmer, patient. (B)(4).